Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing was performed and showed the device passed accuracy testing and was within specification. The investigator replaced the microprocessor board as preventive measure for date and time discrepancies observed in the log files and the downstream sensor was replaced as preventive measures for no disposable errors observed in the log files. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was suspected of over delivery after being used. No adverse patient effects were reported. No additional information is available at this time